Event description:
It was reported that the patient noted a jumping feeling in the chest area. At first it was mild and then it was so intense that the patient dropped something. Diagnostic testing was normal as was a chest x-ray. It was also reported that the patient experienced extracardiac stimulation. It was noted that the patient was part of the systems longevity study. Reprogramming was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5086mri52 implantable pacing lead, (B)(6) 2011. A 5086mri45 implantable pacing lead, (B)(6) 2011. A c4tr01 bi-ventricular (bi-v) pace maker, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.